Event description:
The 6.9fr semirigid ureteroscope was advanced alongside the wire. Care was taken to minimize injury to the ureteral orifice. The stone was unable to be adequately visualized due to tortuosity of the ureter. Then placed a 28 cm access sheath. Advanced the flexible ureteroscope up the sheath, but could not access the stone, would not advance to the stone. Then placed a 0.025 glide wire, advanced scope over wire, still could not access the stone. Ureteroscope removed. Fluoroscopy revealed a sheared off portion of the 0.25 glidewire.